Event description:
The customer stated that on the first day he used the insulin pump he suffered a severe hypoglycemic event. The reported blood glucose reading was 30 mg/dl. The customer was treated at home. The customer stopped using the insulin pump after the event. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.